Event description:
Episodic electrical fault alarms were reported as occurring three weeks post left ventricular assist device (vad) implant procedure while the patient was in the hospital. A driveline connector cleaning was performed per manufacturer's procedure. No prep was required and no further patient impact was reported. The controller was exchanged. This is report 1 of 2.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00328 and 3007042319-2015-00358) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. This is one of two reports (3007042319-2015-00328 and 3007042319-2015-00358) submitted for devices related to the same event. The company is seeking this information through the event investigation. Device has not been received.